Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The infra-renal angle was 20 degree. The proximal aorta was 28 mm in diameter and 19 mm in length. Right iliac and left iliac artery was 13 mm in diameter. The right and left femoral arteries were 9mm in diameter. It was reported that two day post procedure the patient presented with a lymph fistula. The physician decided to treat the patient by evacuating the infected lymphocele at left scarpa. The event did not resolve. The investigator assessed this event to not be related to the study device, but related to the study procedure. One month later the patient presented with an upper gastrointestinal bleeding (rupture of esophageal varices) with acute renal failure. The patient expired same day. The investigator assessed this event to not be related to the study procedure and not related to the device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), patient's condition affected effectiveness of device (anatomy related; infected lymphocele at left scarpa). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; infected lymphocele at left scarpa).